Manufacturer narrative:
Rework all the stationary in warehouse, no found non-conforming production responsible person: (B)(4) date: (B)(4) 2015. Make impact test to the wheel spokes, make sure the production can pass the test responsible person: (B)(4) date: (B)(4) 2015. New wheelchair spokes broken may be due to impact during transportation, instruct transportation should be always with due care responsible person: (B)(4) date: (B)(4) 2015.

Event description:
Provider states that the rear right wheel has broken spokes out of box. No additional information provided.